Event description:
It was reported that during preparation for a coronary stenting treatment procedure a stent dislodgement occurred. During the removal of the stylet, the 3.0x12mm liberte stent came off the balloon. The physician completed the procedure in an unspecified artery with another 3.0x12mm liberte stent. There were no patient complications. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).